Event description:
It was reported that 2 bd 1ml tb syringe slip tips experienced the needle and syringe separating/spinning out. The following information was provided by the initial reporter: material no: 309623 batch no: 0304043 & 1019177 consumer reported hard time with removal of needle shields. Consumer reported hard time drawing up medication. Consumer reported needle removes with shield removal.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0304043. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-10-30. Medical device lot #: 1019177. Medical device expiration date: 2025-12-31. Device manufacture date: 2021-01-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 1ml tb syringe slip tips experienced the needle and syringe separating/spinning out. The following information was provided by the initial reporter: material no: 309623 batch no: 0304043 & 1019177. Consumer reported hard time with removal of needle shields. Consumer reported hard time drawing up medication. Consumer reported needle removes with shield removal.